Manufacturer narrative:
H6: type of investigation, added code b11. H11: added the results of the investigation. Investigation summary: the device was not returned for evaluation. Asystole/ stroke: in order to make a cause determination, all of the clinical details would have to be provided. The cause of the injury was unable to be determined due to insufficient clinical details. Device history lot: device lot: 1970236 device history review: the pump s/n: (B)(6) passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The patient was placed onto impella support due to acute myocardial infarction/cardiogenic shock. While on support, the patient presented asystole, stabilized by temporary pacemaker. The next day, brain computed tomography showed severe anoxic brain injury. Care was ultimately withdrawn and the patient expired.